Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed premature battery depletion. The device was explanted. The patient condition was normal.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.